Event description:
Philips was originally contacted by the customer, not under service contract, for ordering a part, therapy pca. The part was ordered and delivered to the customer. The philips field service engineer (fse) later received a direct sale call because the customer had no service contract for the system. The customer investigated the problem and ordered the part. The fse went there to install it. The fse found a ¿system error message¿ pop up when the system was turned on. Then during the op check the shock delivery test (failed) . There was no reported patient involvement.